Event description:
Endovascular raabe sheath 5fr x 55cm opened to field and attempted to be used by [redacted name] md. Surgeon noticed end of sheath was damaged and not patent therefore not able to be used for procedure. Defective sheath was sequestered off the field and replaced with a new raabe sheath. Manufacturer response for endovascular raabe sheath 5frx55cm, endovascular raabe sheath 5frx55cm (per site reporter). [Redacted date] initial contact sent. Packaging saved as well, unknown if mfg aware or returned for investigation.